Event description:
The customer contacted heartsine to report that their device will not recognize the child pads. In this state the device may not be able to deliver the appropriate defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine evaluated the device and verified the reported issue. The device gave adult prompts when a child pedi-pak was inserted. The cause of the reported issue was the reed switch. The IFU indicates that in the absence of a functioning pediatric system, the user may use an adult pad pak to deliver therapy to a pediatric patient. The technician confirmed the device was still capable of delivering therapy. The device was scrapped by heartsine.

Event description:
The customer contacted heartsine to report that their device will not recognize the child pads. In this state the device may not be able to deliver the appropriate defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.